Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during surgery on (B)(6) 2022, the drill bit entered the bone, and on leaving it lots its original shape, and the ribs were lengthened. The surgery was completed successfully without any delay. Patient outcome: no news. No further information is available. This report involves one 2.8mm drill bit/qc/165mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Reporter is a j&j employee. Part #: 310.284, lot #: 637p199, manufacturing site: jabil bettlach, release to warehouse date: 31, january 2022, a manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that lcp drill bit ø2.8 w/stop l165 2flute f/ was broken from the distal tip, fragment was not returned in the evidence provided. Additionally, the remaining portion of the flutes was observed twisted. A dimensional inspection for the lcp drill bit ø2.8 w/stop l165 2flute f/was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the lcp drill bit ø2.8 w/stop l165 2flute f/ would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed. Dimensional inspection: n/a. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.